Event description:
It was reported that there was a malfunction resulting in a broken heater door. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Manufacturer narrative:
Additional information was received that there was no disengagement of the top screw and there is no fall of heater door thus this complaint is considered to be not reportable.